Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis in a good condition. During analysis, the customer's problem was duplicated, downstream occlusion (dso)/upper stream occlusion (uso) alarms (low trip point) were noted. It was also noted, device failed the pressure and occlusion tests. Service recommended replacing the uso sensor and also the dso sensor for preventive measure: a full standard preventive maintenance will be performed. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that during testing, a smiths medical cadd solis vip pump failed pressure test (32psi). No patient was involved in this event. No adverse effects were reported.